Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, wear and cracking of the device was noted. A conclusive root cause of the event could not be determined.

Event description:
During a knee revision procedure occurring approximately 16 years post-implantation due to laxity and osteolysis, it was noted that the tibial bearing had worn through, causing the locking bar to fracture. A piece of the locking bar was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - approximately 11 years ago. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00588 / 01650).

Event description:
It was reported that patient underwent a revision procedure approximately eleven (11) years post-implantation due to laxity and osteolysis. During the procedure, it was noted that the tibial bearing was worn through. The femoral component, bearing, and tibial component were removed and replaced.